Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that the spinal cord stimulation (scs) patient implantable pulse generator (ipg) had flipped inside the body, as confirmed by x-ray, leading to charging difficulties. The patient subsequently underwent a revision procedure, during which the ipg was removed. The patient is doing great post operatively and is now able to charge his device. The explanted device will not be returned as it was discarded during the surgery per facility policy.